Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Customer states she noticed the other night that her infusion set tubing was severed. Customer states she was sleeping and her pump started beeping. She states her pump was displaying e4 and when she looked at her tubing, the tubing appeared severed or cut in the middle. She does not know how the tubing was severed. Device not available for return. No adverse event reported.